Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a surgical procedure on the shoulder. Sometime post-op the patient underwent a revision surgery for reasons that were not reported.

Event description:
Allegedly, the patient underwent a surgical procedure on the shoulder. Sometime post-op the patient underwent a revision surgery for reasons that were not reported. There is suggestion of fracture of one of the fixation screws involving the glenoid component but no other evidence of acute complication is seen.

Manufacturer narrative:
D4: the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. The suspect devices in use are part # dwjx35, # dwjx22, # dwjx18, and # dwjx30.